Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0714 / FDA-2014-n-0736-0816 / FDA-2014-n-0736-0015, awareness date 22-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent birth control. Consumer reported that since essure procedure she experienced painful bloating and cramping so severe that it has sent her to the emergency room, inconsistent irregular menstrual cycles, hair loss, back pain, hot flashes, insomnia and skin issues due to a pre-existing nickel allergy. She also stated that essure had been physically and emotionally debilitating and she was facing a hysterectomy to try and get her life back. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced cramping so severe. This event was considered serious due to its medical importance and is listed in the reference safety information for essure. In this case, consumer started experiencing this event since essure procedure. She was facing a hysterectomy to try and get her life back. No alternative explanation was provided. Based on a positive temporal relationship and considering the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 06-oct-2015 - ptc investigation result provided: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced cramping so severe. This event was considered serious due to its medical importance and is listed in the reference safety information for essure. In this case, consumer started experiencing this event since essure procedure. She was facing a hysterectomy to try and get her life back. No alternative explanation was provided. Based on a positive temporal relationship and considering the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.